Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the kinks near the pusher assembly mid-joint. During functional testing, the device was unable to be advanced from its returned position due to the kinks in the pusher assembly. Evaluation of the second returned ruby coil lp revealed that the pet lock was separated, the pull wire was retracted from the pusher assembly and the embolization coil was detached from the pusher assembly. This damage was likely incidental to the complaint and the root cause of the damage could not be determined. The detached embolization coil was not returned for evaluation. Based on the returned condition, the reported complaint could not be confirmed. Evaluation of the third returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the kink and fracture near the pusher assembly mid-joint. Further evaluation of the device revealed a detached embolization coil. This damage was likely due to the pusher assembly fracture. Evaluation of the fourth returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the kink and fracture near the pusher assembly mid-joint. Further evaluation of the device revealed a detached embolization coil. This damage was likely due to the pusher assembly fracture. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2021-01659; 2.3005168196-2021-01660; 3.3005168196-2021-01661. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-01659, 3005168196-2021-01660, 3005168196-2021-01661.

Event description:
The patient was undergoing a coil embolization procedure in the left gastric artery (lga) using ruby coil lps. During the procedure, four ruby coil lps would not advance past their friction locks within their introducer sheaths. Therefore, the ruby coil lps were removed. The procedure was completed using new ruby coil lps. There was no report of an adverse effect to the patient.